Event description:
Plate removal.

Manufacturer narrative:
Patient had pain and opted to have plates installed instead of having rib resections. Plate were installed on (B)(6) 2008. After 3 weeks patient was still having pain and opted to have the plates removed and move forward with a rib resection. The 4 screws used to install the plate were removed with the broken plate. Additional MDR's associated with this event are: 3005670412-2011-1008.